Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the communicator would not charge. The caller stated that the orange light came on dimly, but it never charged. The caller mentioned they had had it plugged in for several hours and tried other cords, but nothing had changed. A replacement communicator was requested from the repair department because the communicator was not taking a charge. It was noted that during the call, the caller mentioned the handset was not staying charged either, but they did not have time to speak with hcit (healthcare information technology). The agent provided the phone number for them to call back.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 10-sep-2022, UDI#: (B)(4). H3: analysis of the communicator found ¿micro usb hub damaged and burnt l3 on charge board¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.